Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation ot the reported symptom, speaker had volume problems, which was experienced and confirmed during evaluation. Evaluation experienced no audio on all volume/tone settings. Evaluation also induced several alarms on the pump and the unit had no audio. The speaker impedance was out of specification. The rear case, including the failed speaker, was replaced.

Event description:
It was reported that a spectrum pump's speaker had volume problems. It was also reported there was no patient injury.